Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high impedance measurements a day after implant. An x-ray was taken which confirmed that the electrode became dislodged. A repositioning procedure was completed before the patient was discharged from the hospital. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.